Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had blank display. The customer¿s blood glucose level was 507 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high glucose and the customer was assisted with troubleshooting for blank display and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. The insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection.